Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The needle was tested for strength and ductility and met requirements.

Event description:
It was reported that a patient underwent a hernia repair surgical procedure on (B)(6) 2011 and suture was used. The needle broke during the procedure and a portion of the needle was retained in the patient. There is no plan to remove the needle from the patient.